Event description:
It was reported that there was artifact on the image derived from the 7700 sys. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Removed debris from the image intensifier lens. The sys was tested and found to be working as intended and placed back into svc.